Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient began experiencing dizziness, frequent urination, and headache shortly after applying a sensor to the arm. Upon checking the dexcom app, the estimated glucose value (egv) was 250 mg/dl, while a blood glucose (bg) reading showed 580 mg/dl. Despite administering insulin via the omnipod 5 pump, fingerstick readings remained elevated. The insulin pump continued to adjust doses automatically based on egv. The patient sought emergency care and was transported to the ER by a family member. Upon arrival, bg fingerstick was 690 mg/dl, while egv was 270 mg/dl. The patient received intravenous fluids and an insulin injection. Laboratory tests confirmed diabetic ketoacidosis (dka). She was admitted to the ICU, where the sensor was removed; subsequent bg readings reached 800 mg/dl. An insulin drip was initiated, and a CT scan performed for abdominal pain revealed a urinary tract infection (uti) and yeast infection. After two days in the ICU, the patient was transferred to a general ward and remained hospitalized for an additional two days. On (B)(6) 2025, she was discharged with stabilized bg at 160 mg/dl and reported significant improvement. No further details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.